Manufacturer narrative:
Results: the cat6 was kinked approximately 58.5 and 124.5 cm from the hub. The device was ovalized from approximately 124.0 ¿ 125.0. 131.5 ¿ 132.5 and 133.5 ¿ 135.5 cm from the hub. Conclusions: evaluation of the two returned cat6¿s confirmed kinks and revealed ovalizations. If the devices are forcefully gripped or otherwise mishandled during advancement against resistance, damage such as kinks and ovalizations may occur. The non-penumbra sheath identified in the complaint was not returned for evaluation; therefore, the root cause of reported complaint could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. (B)(4) h3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01163.

Event description:
The patient was undergoing a thrombectomy procedure in the superior mesenteric artery and the ileocolic artery using indigo system aspiration catheter 6s (cat6s). During the procedure, the first cat6 became kinked while being advanced through the rhv on the non-penumbra sheath and the same issue occurred when advancing a second cat6 through the rhv, despite the hospital staff using their respective peel-away sheaths. Therefore, the cat6s were removed, and the procedure was completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.